Manufacturer narrative:
Investigation results: visual inspection we made a microscopic visual inspection of the top and the bottom of the received disc. Except the optically deviation caused by the partially absorption during the time, we noticed no abnormalities. Batch history review due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Conclusion and measures / preventive measures: based upon the investigation results, the absorption time of craniofix absorbable or other similar devices depends on many factors related to each single patient. This can lead to the situation that the absorption time in some patients is longer than expected. Risk assessment review is not possible, since the root cause could not be finally concluded. Therefore, the root cause specific risk cannot be identified. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigation results no CAPA is necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ff017-6 craniofix burr hole clamp absorb.16mm. According to the complaint description, it was reported that three products were implanted on (B)(6) 2018. The patient went to the hospital for reexamination on (B)(6) 2020, and found that one of the products had exposed the skin surface. The doctor removed the products in time. Additional information was not provided nor available / was not available. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4).